Manufacturer narrative:
Device is combination product device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that stent fracture occurred. The 80% stenosed lesion was located in the mildly calcified, severely tortuous left anterior descending (lad) artery. The lesion was pre-dilated using a 2.5x15mm non-bsc balloon catheter. A 2.75x28mm synergy drug eluting stent was deployed. Angiogram was performed following stenting, which revealed a suspected stent fracture. Intravascular ultrasound (ivus) was performed and the stent fracture was detected. To treat, a 2.75x12mm synergy stent was implanted at the site of the stent fracture. No patient complications occurred and the patient condition was stable.